Event description:
As reported by the user facility:during subcutaneous adipose tissue infiltration (bmi 39) physician made a skin wheal and then inserted directly into subq perpendicular to back, withdrew the needle until out of the skin and angled cephalad and hubbed the needle in that trajectory. After withdrawing the syringe after that motion, the needle was gone.' There was no bending of the needle prior or during procedure. Needle was then removed surgically under general anesthesia.

Manufacturer narrative:
This report has been identified as b. Braun medical internal number (B)(4).the investigation is ongoing at this time.a follow up will be submitted when the investigation results become available.